Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019. Upon reviewing the electrograms, it was found the right ventricular lead exhibited noise on (B)(6) 2019 and had a low impedance measurement during the week of (B)(6) 2019. The device was reprogrammed. There was no harm to the patient and the patient did not present or recall any symptoms.